Event description:
The pt "had a pretty hard fall" and developed new herniation symptoms at same level as implant. MRI revealed new disc herniation around barricaid, and movement of mesh component dorsally. The surgeon went in and removed new disc material and pulled off the mesh component as barricaid anchor portion of the implant was solid and not moving. Pt has no new neuro deficits or issues and is doing well.

Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the barrier (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.